Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The cause of the infection is unknown but the nurse believed it to be touch contamination. Medical records have not been made available.

Manufacturer narrative:
The cycler has not been returned for evaluation and medical records have been requested but not yet received. However, a follow-up MDR will be submitted once the plant finishes their evaluation. A clinical review may be included if medical records are received.

Event description:
A peritoneal dialysis (pd) patient reported that she was experiencing abdominal pain from breathing, cloudy effluent and a fever. She was advised to contact her pd nurse. During follow-up the patient's pd nurse reported the patient's symptoms started on (B)(6) 2015 and the patient came to the clinic to have her cultures taken on (B)(6) 2015. The culture results came back (B)(6) as the growth. The patient was not hospitalized for the event and was treated in-clinic. The patient was given the antibiotics vancomycin and gentamicin to treat the infection. On (B)(6) 2015, the gentamicin was discontinued. The patient was last reported to remain on the vancomycin as the patient has not yet recovered from the event. The cause of the infection is unknown but the nurse believes it to be touch contamination. The patient did not miss any treatment and has continued to use pd therapy during this time. Medical records have been requested.